Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a search for similar complaints, instrument service history review, and a review of product labeling. The field service representative (fsr) performed a site visit, inspected the instrument, replaced the cuvette wipers, washed the cuvettes, performed a precision study, and verified the magnesium calibration curve. No additional discrepant result issues have been reported since the service activity was completed. The cuvette wiper was determined to be the likely cause for the issue. The instrument service history review revealed zero (0) additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. No systemic issues or trends were identiefied for the issue associated with this ticket. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. On 14jan2020, the suspect medical device was updated from list 03p68-21 to list 02p24-01. This event was previously reported in manufacturer report number 1628664-2019-00759, for a different suspect medical device. All further information regarding this event will be provided under this manufacturer report number.

Event description:
The customer reported false elevated magnesium results when processing on the architect c4000. The following data was provided: sample 1: initial 6.10 and retests were 1.71 and 1.71 mg/dl. The customer uses a normal range of 1.60-2.06 mg/dl. No impact to patient management was reported.